Event description:
It was reported that customer pump displayed recurrent malfunction alarm code despite being reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place affected pump in storage mode and return it using prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.